Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that surgeon performed a revision of patient's right hip due to metallosis (ion levels unknown, diagnostic confirmation unknown), disassociation of the head from the stem and trunnionosis. Rep reported that the shell was well-fixed and not explanted.

Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's right hip due to metallosis (ion levels unknown, diagnostic confirmation unknown), disassociation of the head from the stem and trunnionosis. Rep reported that the shell was well-fixed and not explanted.

Manufacturer narrative:
Reason for no evaluation; (B)(4). Not available.

Event description:
It was reported that surgeon performed a revision of patient's right hip due to metallosis (ion levels unknown, diagnostic confirmation unknown), disassociation of the head from the stem and trunnionosis. Rep reported that the shell was well-fixed and not explanted.